Event description:
The pump was reportedly underdelivered during routine preventative maintenance testing. There were no reports of any pt events while pump was in clinical service. It was reported that the pump delivered 17ml of the expected 20ml. No addtional info was available.